Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use the nanocross. It is reported that the balloon was inflated inside the vessel and burst at 12atm's. The procedure was completed using another device without patient injury. Evaluation summary: the nanocross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon chamber contained some blood residue. The blood residue was flushed out and a pinhole leak was detected 54 mm from the distal tip.